Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room with symptoms of chest pain and shortness of breath. Upon interrogation, it was noted the patient had ventricular rates in the 40 beat per minute range. Intermittent right ventricular (rv) lead loss of capture (loc) was observed due to threshold measurements of 2.9 volts when the output was programmed at 3.5 volts. Boston scientific technical services (ts) advised to have the output reprogrammed. It was also noted the right atrial (ra) lead had dislodged. A revision procedure was performed where the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.